Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited oversensing of noise with pauses in pacing of 4.6 seconds. In addition, the patient was symptomatic with the pacing pauses. A revision procedure was performed. The lead/device connection was evaluated and something 'strange' was noted in the device header. The rv lead measurements were normal. The decision was made to remove and replace the device. Shortly after the procedure, pacing pauses and oversensing were noted on the rv lead again. The patient was re-opened and the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The abandoned lead was not returned to boston scientific. To date, the explanted device has not been received for analysis. Upon receipt, the device will undergo detailed laboratory analysis in an attempt to confirm and determine the root cause of this event.

Event description:
The explanted device was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Residue consistent with body fluid contamination was observed in the device header. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed. Laboratory analysis was not able to confirm the reported clinical observations; the device met specifications.